Manufacturer narrative:
Manufacturer's analysis was unable to confirm the customer comment that the programmer stylus could not be calibrated. It was indicated that a printed circuit board (pcb) was out of specification. The programmer was repaired and returned to service. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer's stylus could not be calibrated. The programmer was returned for service. There was no patient involvement.